Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for device reaching eri prematurely. The device was explanted. The patient condition was stable.

Manufacturer narrative:
No conclusion code available. The reported longevity anomaly was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.